Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that the surgeon informed the sales rep, that the second anchor could not be deployed. This happened to 2 products in this surgery. There was no patient injury as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 110024772, juggerstitch straight implant. Report source: austria. Customer has indicated that the product will not be returned to zimmer biomet for investigation. As the device has been requested. But, not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event.please see associated reports: 0001825034-2023-00653. Requested but not returned by hospital.